Manufacturer narrative:
(B)(4). Per biomed the start / stop worked on the module. When selecting the "pulse" mode, this caused the motor to stop. Per follow-up with the biomed: he repaired the delphin control module by replacing the local processor board, along with a new programmed romset. However, he no longer has the parts that were replaced, as they have been picked up for recycling. Therefore, no parts will be returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during preventive maintenance (pm) by the user facility's biomedical engineer (biomed), the control module did not power up correctly. Nothing was showing under revolutions per minute (rpms) or liters per minute (lpm) display except two flashing segments. There was no patient involvement.